Event description:
The customer reported that their central nurse's station (cns) shut off unexpectedly and it kept rebooting.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at (B)(6) healthcare reported the following issue with pu-681ra(central monitor processing unit for cns 6801); sn-(B)(6), from patient monitoring: the cns shut off unexpectedly and it kept rebooting. Investigation summary: the root cause of the issue was determined to be incompatible medium used to adjust the resolution settings due to user misunderstanding. The overall risk of this event, taking into consideration of severity and probability, is "high". The reported issue does not require further investigation through CAPA process since, it was caused by a miscommunication between nk ts and the customer, and not nk device malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6, b6, b7, d10. Attempt #1: 02/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 03/10/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut off unexpectedly and it kept rebooting. The unit was monitoring a mix of bsm's and transmitters at the time. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their central nurse's station (cns) shut off unexpectedly and it kept rebooting.